Manufacturer narrative:
The tandem t:slim user guide indicates that it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. When editing time, always ensure that the am/pm setting is accurate. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer's pump was off by 12 hours and was not aware that the time on the pump had to be manually set. Tandem technical support reviewed the pump's t:connect data the pump time had been changed to show a 12 hour difference as if the user changed the am/pm setting. The customer's blood glucose level was impacted. The contact indicated that the date and time on the pump are now correct.